Event description:
The facility representative reported a flo-gard infusion pump with failure code f-49 in both channels. This condition was found upon power up of the device in the intermedia I care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported conditon of a flo-gard infusion pump with failure code f-49 on both channels was confirmed and reproduced by baxter service personnel. The root cause of this condition was determined to be a malfunction in the real-time clock. Service personnel reset all the device configuration option settings and set the date and time to correct the condition. Should additional information be received, a follow-up medwatch will be submitted.